Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific value was not provided. Reportedly, the customer used off-label insulin. A pump system check was performed and determined the pump functioned as intended. Recommendation was made to discuss diabetes management with a healthcare professional.